Event description:
In 2007, a clinical incident involving a ultravac arthrowand was reported to arthrocare corp. During an arthroscopic procedure, the tip of the device was reported to have detached and may remain in the pt. No injury was reported.

Manufacturer narrative:
The device was not returned for investigation. No conclusion can be made.